Manufacturer narrative:
(B)(4). Although there was reportedly no impact to the patient an estimated volume of blood lose was 600-700ml. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt confirmed it did not have any visible damage or anomaly on it. After having been circulated with saline solution visual inspection did not find any thrombus formation in it. The actual sample was rinsed and dried and the gas transfer performance test was implemented on it in conformity to the shipping test method, by circulating arranged bovine blood in the oxygenator. No anomaly was revealed in the gas transfer performance of the actual sample, with the obtained values meeting the manufacturing specifications. The perfusion record review from the initiation of the circulation at 21:24 to 2:32, pao2 stayed above 240mmhg, with no anomaly noted. Review of the device history record confirmed that there was no indication of production-related problem. A search of the complaint file did not find any other report with the involved product/lot # combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: start the gas supply with v/q=1 and fio2=100%, then make adjustments according to the following blood gas measurements; if water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during intended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing, even if oxygenator performance is not improved. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported insufficient gas transfer during an urgent operation for acute aortic dissection. Follow up communication with the user facility reported the following information: at the beginning of ecc the blood flow rate was 4.5 - 5.5l/min., gas flow rate was 2.5l/min. And fio2 =70%; the patient was cooled down to 25 degrees celsius and the ecc stopped; under selective cerebral perfusion, aortic arch replacement was carried out.; three hours later, the circulation restarted and re-warming was started; about 5 hours, po2 decreased to lower than 200mmhg, even with an increase in the gas flow up to 3.5l/min. And fio2 up to 100%; po2 was dropped to 80mmhg; the oxygenator was replaced with a new xrx43701; blood loss was estimated 600-700ml due to change out of oxygenator; after that, cardio pulmonary support was done for about one hour; the patient was weaned off the bypass; procedure was completed successfully; and patient was reported as doing fine.